Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon evaluation of the electrode belt, the belt intermittently failed functional testing. The root cause of the failure was the pulse plus solder joint shrink tubing was unsealed. The root cause of the damaged shrink tubing could not be positively identified. There were no adverse events associated with the damaged electrode belt.